Event description:
Customer reported several motor errors on her insulin pump. She would rewind the device and it would deliver five or six units of insulin before another it would alarm motor error again. She stated that a few minutes ago she was bent over and the device alarmed no delivery. She thinks she may have caused a kink in the tubing. Customer's blood glucose was 110 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. The drive support cap appears normal. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.